Event description:
It was reported that the unit does not power on. During the investigation, it found that the uso seal was buckling and had cracks in the dso seal.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. However, it also found that the uso seal was buckling, and the dso seal was cracked. These were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.